Event description:
I have had broken silicone implants inside me since 1999. Unable to get them out because of insurance and doctors that would not do surgery cause it's so bad... Since then (B)(6) say I have a rare disease that they have never seen before can not figure it out. They think it's coming from these implants. I go to the university (B)(6) next month to start with them... My bones are dying in both my legs, caused heart issues along with other things. My protein levels are high. They thought I had multiple myeloma... Along with more things... I have yet to see a doctor that studies silicone. But I am your best guinea pig if you will find out what these things really cause... I might be the only person alive that has had broken implants in them this long... Please contact me if you know of doctors doing studies on silicone implants. They need mee to find out all the dangers... (B)(6) . You can contact me at (B)(6) and you can contact (B)(6) and dr (B)(6) at (B)(6). Important information: if you contact all these medical places I have provided they will show you all the test over 900 just from (B)(6) also (B)(6) was the last surgery I had on my breasts in 1990. They want me to do a lot more meds... I have told them no until they know what this is... And my allergies are 2 pages long.